Event description:
The device was removed from its packaging and prepped accordingly. However, just prior to insertion of the device, the outer catheter tip was observed to be separating/peeling. Consequently, this device was not clinically used for the procedure. Another outback cto catheter was selected and used without incident. Further info indicated no anomaly was noted during prepping of the device.

Manufacturer narrative:
Pt-specific info was requested; however, the account informed that such info was not available. The product is available and will be returned for evaluation and testing. However, as of to date, the device has not been received date (which is coded as "other" under h3). Please note add'l info will be submitted within 30 days upon receipt.